Event description:
The provider had finished with all the blunt dissecting with the clear cone device with putting 25cc of air in the balloon at a time. Then they started dividing the branches with the second device. They had finished with the upper leg branches and were about half way through with the lower leg. The balloon on the device popped, once again with only 25cc of air in. A second kit was opened to finish the last part because we had lost the tunnel completely and could not continue without the tunnel.====================== manufacturer response for vasoview hemopro endoscopic vessel harvesting system per site reporter======================manufacturer provided rga and packaging for product return evaluation.